Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that pump stoppage events were seen upon interrogation of the patient¿s system controller on (B)(6) 2015 during a routine visit. The alarms appeared to have occurred at night while the patient was sleeping. The patient was only aware of one incident where she had a yellow wrench alarm and the system controller fell and hung loosely off the side of the bed. The patient was asymptomatic and no alarms could be reproduced at the hospital. The system controller log file was submitted for evaluation and captured three pump stoppage events that occurred while the patient was connected to the power module. The events occurred at 2:41 am on (B)(6) 2015 and at 12:29 am and 12:35 am on (B)(6) 2015. There were no further alarms or adverse events captured in the log file. The x-ray images of the percutaneous lead were submitted for evaluation and showed an area of interest on the external portion of the lead where the braided shielding appeared to be stretched and kinked. On (B)(6) 2015, the distal portion of the percutaneous lead was replaced. No subsequent low speed or pump stoppage events have been reported.

Manufacturer narrative:
Device evaluation: review of the submitted system controller log file confirmed the reported low speed and pump stoppage events which appeared to have occurred while the patient was operating on the power module; however, a root cause for the events could not be conclusively determined based on the evaluation of the returned portion of the percutaneous lead (lead). Approximately 12 inches of the external portion/distal end of the lead was returned for evaluation. Approximately 6 inches of the outer silicone jacket was present with rescue tape applied approximately 2 to 6 inches from the metal connector. The underlying wires were cut at varying lengths approximately 8 to 11 inches from the metal connector. Continuity testing revealed that all wires were electrically intact. Breakdown of the braided shield was noted along the length of the lead. A breach in the brown wire insulation was present at the distal end, near the metal connector; however, the damage appeared mechanical and was potentially obtained during the investigation process. As a result, this damage could not be conclusively correlated to the reported event. The lead was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation and no additional areas of compromised wire insulation were identified. A review of the device history records revealed that the device met applicable specifications. The patient remains on lvad support. The manufacturer is closing the file on this event.

Event description:
The patient is reportedly doing great and has had no further alarms or issues.

Manufacturer narrative:
Approximate age of device - 3 years and 1.5 months. The replaced portion of the percutaneous lead is expected to be returned for evaluation but has not yet been received. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.